Event description:
A medical professional expressed concerns to 3d systems about the outcome of a previous surgical procedure, citing dissatisfaction with the placement of the joint and fossa prostheses. This surgeon has recommended a revision surgery to rectify the placement of the implants. 3d systems guides aided in the placement of the implants in question, and therefore, may have contributed to the event.